Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a stage 2 procedure on (B)(6) 2020, the patient was not getting effective therapy for the resting tremor. As a result, surgery occurred in which the left lead was explanted and replaced. Stimulation was turned on, and effective therapy was achieved post-operatively.